Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no more 0 flow events occurred following the power cycle of the pump. The patient was ongoing and stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms with flow readings of 0.0 liters per minute (lpm); however, these alarms did not appear to due to true low flow state. Although a specific cause for the event could not be conclusively determined, there did not appear to be an interruption in pump support. The patient remains ongoing heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The submitted controller event log file contained events from 14apr2024 through 21apr2024. An active low flow hazard alarm was captured on (B)(6) 2024 and persisted for at least 2 hours. Pump parameters, including power and driveline current, were otherwise stable and unchanged while the flow was reading 0.0 lpm. There did not appear to be an interruption in pump support during the 0.0 lpm issue. The cause of the estimated flow dropping to 0.0 lpm could not be conclusively determined based on the submitted log files. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook rev. G, are currently available. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: (B)(6). Section e1: reporter phone number: (B)(6).

Event description:
It was reported that on (B)(6) 2024 around 18:29 the patient experienced low flow alarms and the system controller showed a flow of 0.0 lpm. The patient was admitted. A transthoracic echocardiogram (tte) was performed that confirmed no flow over the left ventricular assist device (lvad) system. Log files were provided. Analysis confirmed flow of 0.0 lpm. During the night the hospital performed further diagnostic tests. A computed tomography (CT) was performed. The hospital was unable to confirm the flow over the lvad system. The patient was brought to the catheter lab where contrast was given. The test confirmed no obstruction of the lvad and good unloading of the left ventricle. Based on log file analysis, the 0 lpm flow was most likely the result of a software issue and could be solved with a power cycle of the pump. The hospital performed a power cycle on 22apr2024, and the flow went back to normal levels. The patient was stable the entire time and no negative patient consequences occurred.